Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2014 ¿ patient was diagnosed with right abdominal mass thereby underwent open repair with implant of bard flat mesh and a biological mesh. Per operative notes, ¿in the right of the midline, the mass from inferior to umbilicus to pubis symphysis was dissected down and resected completely. The abdominal wall was reconstructed and bard flat mesh was placed and secured with sutures anteriorly. A biological mesh was placed on the posterior aspect and sutured circumferentially.¿ on (B)(6) 2016 ¿ patient was diagnosed with infected ventral hernia mesh thereby underwent open repair with partial removal of bard flat mesh and abdominal fascial washout. Per operative notes, ¿through the right lower quadrant area, the prior bard flat mesh was noted with pus fluid. The fluid was suctioned out, and mesh was removed superiorly and inferiorly. The biological mesh was noted and sealed well into the interfacial cavity. The abdomen was closed and washed thoroughly and fascia was closed with sutures and staples.¿ on (B)(6) 2016 ¿ patient was diagnosed with right lower quadrant wound infection thereby underwent open repair with incision and drainage of abdominal wound and wound vac placement. Per operative notes, ¿a draining wound overlying the area of the biological mesh and large amount of purulent material was drained. The remaining staples were removed and fibrinous material was carefully excised and debrided. The wound vac was placed and secured with sutures.¿ on (B)(6) 2016 ¿ patient was diagnosed with non-healing wound thereby underwent open repair with removal of mesh. Per operative notes, ¿a small amount of residual bard flat mesh on lateral aspect and edges of the wound densely adherent to the surrounding tissue was noted. The mesh was carefully dissected free from all surrounding tissues and completely removed. The wound was irrigated and closed with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.